Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell. The technical service representative (tsr) assisted the home patient (hp) to clear the error and advised the hp to contact the peritoneal dialysis nurse in the morning for more instructions on completing therapy. The hp would disconnect for the night and call the nurse in the morning. There was patient involvement but no patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint for system error 2240 is not confirmed and the cause was undetermined. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).